Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. It was discovered the venous chamber was broken. The machine did alarm. Test strips were not used to confirm the leak. Estimated blood loss was 300ml. The patient had a normal hemoglobin level of 10.6 on (B)(6) 2015 with a weekly dosage of aranesp 10mcg. The blood loss occurred on (B)(6) 2015 with a decreased hemoglobin level of 8.2. On (B)(6) 2015 the dosage of aranesp was increased (due to the blood loss) to a weekly dosage of 20mcg with a hemoglobin level of 8.1. On (B)(6) 2015 the patient's hemoglobin level was 8.6. The patient completed treatment on another machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The leak was reported to be an external combi set leak.

Manufacturer narrative:
Clinical investigation which reviewed the medical records received noted that this blood loss was caused by the broken chamber. During a patient treatment the top of the venous chamber came off resulting in the loss of approximately 300ml of blood. The manufacturer received the actual sample in a plastic bag without the original packaging. A visual inspection was performed on the venous line and was found that the venous chamber was not assembled correctly. A gap was observed from the top cap to the venous chamber indicating where the blood leak occurred. It was closely inspected and was confirmed that the blood leak came from the separation of the top cap chamber to venous chamber. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.